Manufacturer narrative:
MDR was generated due to investigation findings: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of the implicated 18g insyte autoguard bc unit within what appeared to be the sealed packaging. The packaging was displayed with the clear film bottom web upward, so the device and packaging seals were visible. The IV catheter appeared unremarkable to gross visual observation. However, a long dark fiber, consistent with the reported hair, was observed within the packaging. The fiber was located between the barrel of the safety shield and the top web of the packaging. The fiber was also seen within the packaging seals. As the fiber was located inside the sealed package, it can be confirmed that the material likely originated during the manufacturing packaging process. Manufacturing controls including visual inspections, environmental monitoring, and personnel gowning procedures are in place to reduce the occurrence of this type of failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc investigation found that the package seal is breached by the foreign matter. The following information was provided by the initial reporter translated from spanish to english: a hair is observed on the insyte autoguard blood control 18g catheter packaging.